Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
The patient reported skin irritation in the form of burning sensation, redness, and blisters/welts. The patient did seek medical treatment and used an otc medication. The patient reported following proper skin preparation guidelines.